Manufacturer narrative:
Updated: a1, a3a, b3, b4, b5, g3, g6, h2, h3, h4, h5, h6, h11. Distribution history the complaint product was manufactured by csi on 10/1/2025. Manufacturing record review DHR was reviewed and no nonconformities related to the complaint condition were noted. The quality system investigations smartsheet was reviewed and no ncmrs investigations were found for this stapler lor number. The DHR for the staples for the lot numbers used were also reviewed and no nonconformities were found. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions for wound separation. However, no evidence of manufacturing issues was found in those cases. The complaints reported for lot number 619069271 are isolated to this one customer account. Product receipt the complaint product was not received at csi. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. One photo was provided by the customer showing an open wound. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause for this issue could be reliably determined as no product was sent back for evaluation, and no stock product of lot # 619069271 was available. Based on the review of the photograph provided by the customer, the image shows an open wound. No visible evidence of device-related damage, malfunction, incomplete staple capture, improper staple formation, or staple breakage was identified. According to the reported information, wound separation occurred following completion of the procedure. At the time of staple application, staple deployment and skin capture appear to have occurred as intended. Details related to post operative care were not provided and could not be assessed as part of this investigation. Corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
It was reported that the patient underwent an elective cesarean section at (B)(6) in which the insorb stapler was used for surgical site closure. Approximately 48 hours post-operation the patient experienced wound separation and required sutures. According to the surgical teams, the device was used in accordance with the IFU and standard clinical practice. Patient did not have obesity or diabetes. No additional information is available.

Event description:
It was reported that the patient underwent an unknown procedure in which the insorb stapler was used for surgical site closure. Approximately 48 hours post-operation the patient experienced wound separation and required sutures. According to the surgical teams, the device was used in accordance with the IFU and standard clinical practice. Multiple attempts were made to obtain additional information, but none was made available. 1216677-2026-00017 2030 insorb (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.